Event description:
The stryker in-touch critical care bed failed to register the mattress surface on the bed. This would not allow this bed to be used for patient care. This has happened several times in the past with a host of this model of ICU beds.